Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 16 x 3.00 promus premier drug-eluting stent was advanced but failed to cross the lesion and the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable. It was further reported that the target lesion was 80-90% stenosed, moderately tortuous, and non-calcified.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 16 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 16 x 3.00 promus premier drug-eluting stent was advanced but failed to cross the lesion and the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable. It was further reported that the target lesion was 80-90% stenosed, moderately tortuous, and non-calcified.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 16 x 3.00 promus premier drug-eluting stent was advanced but failed to cross the lesion and the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.